Event description:
Device malfunction: none reported. Adverse event: bradycardia. Time of adverse event: during stenting procedure, following post-dilatation. It was reported that during stenting of the left internal carotid artery, the patient experienced bradycardia that required intervention and that prolonged hospitalization. According to the angiography procedure log, the patient had atrial fibrillation with a heart rate of 44-49 pre-procedure. Following stent placement and post-dilatation, the patient, with a history of controlled atrial fibrillation, developed symptomatic bradycardia, slow atrial fibrillation, and significant pauses. Immediately after post-dilatation balloon inflation, a temporary pacer was placed and pacing was required for greater than 24 hours. Electrophysiology (ep) was consulted. The ep impression was chronic atrial fibrillation with sick sinus syndrome on significant doses of calcium and beta blocker. Verapamil and atenolol were discontinued and the patient's heart rate was in the 100's. Lopressor was started and a permanent pacemaker was not indicated. The temporary pacemaker was discontinued the next day and holter monitoring was scheduled as an outpatient. According to the investigator, the bradycardia was most likely due to balloon post-dilatation. No additional information was available. Study event